Manufacturer narrative:
Correction to section h4 - device mfg date: this section was corrected from 15oct2023 to 25oct2023. This was a typographical error correction and there is no further impact to the submission. The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of retained reagent kit. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 57289be00, and complaint issue. An in-house testing of a retained reagent kit of the lot 57289be00 was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect anti-hcv reagent, lot number 57289be00.

Event description:
The customer reported false nonreactive architect anti-hcv results generated on the architect i1000sr processing module for two patients which were inconsistent with the patients' clinical picture. The physician questioned the results as the patient is expected to be positive. The following information was provided: patient 1: chronic hepatitis patient. On (B)(6) 2024 sid (B)(6) architect anti-hcv result = nonreactive. Patient 2: chronic hepatitis c patient who had two previous treatments. On (B)(6) 2024 sid (B)(6) architect anti-hcv result = 0.56 s/co (nonreactive). Other results provided: core total = 8.08 s/co, anti-hbs = 905.44, hepatitis a = 8.76 s/co. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sid = (B)(6). This report is being filed on an international product, architect anti-hcv, list number 06c37-28, that has a similar product distributed in the us, list number 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive architect anti-hcv results generated on the architect i1000sr processing module for two patients which were inconsistent with the patients' clinical picture. The physician questioned the results as the patient is expected to be positive. The following information was provided: patient 1: chronic hepatitis patient. (B)(6) 2024 sid (B)(6) architect anti-hcv result = nonreactive. Patient 2: chronic hepatitis c patient who had two previous treatments. (B)(6) 2024 sid (B)(6) architect anti-hcv result = 0.56 s/co (nonreactive) other results provided: core total = 8.08 s/co, anti-hbs = 905.44, hepatitis a = 8.76 s/co. There was no impact to patient management reported.